Event description:
The following info is from (B)(4) regarding a device manufactured by (B)(4). Event summary: a dentist sent in a handpiece for repair with a note stating that the unit was burning a pt. (B)(4) called the dentist on (B)(4) 2015 to obtain additional info. The dentist called back on (B)(6) 2015 and stated that a pt said the handpiece was hot during the procedure with water as coolant, but the handpiece did not leave any mark or scar on the pt and med attention was required. According to the office staff, the dentist could finish the procedure. However, the dentist is concerned with this situation where the handpiece is heating up if is used for more than a minute or two with or without water. (B)(4) did not return the unit to (B)(4)(manufacturer) for eval. Sales personnel have requested (B)(4) to provide additional info to (B)(4) on this event. As of this report, (B)(4) has not obtained any additional info.

Manufacturer narrative:
As an investigational approach, (B)(4) (manufacturer) examined the DHR for the device (forza f5, serial number (B)(4)). (B)(4) concluded that no problems had occurred during manufacturing and testing of the subject device as evidenced in the DHR.

Manufacturer narrative:
On october 14, 2016, nakanishi heard from the distributor that no additional information regarding the patient was available.